Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 380 mg/dl at the time of the incident and current blood glucose was 401 mg/dl. The customer was treated with manual injection in emergency room. The customer had symptoms such as nausea and vomiting. The insulin pump will be returned for analysis.